Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Address - line 1 and line 2 shortened from: (B)(6) due to system restriction on maximum characters.

Event description:
It was reported that the light source displayed error e103 (ignition error), and the emergency lamp indicator is blinking. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field d8, d9, h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the error e103 (ignition error), could not be reproduced neither confirmed, therefore a cause could not be identified. Regarding the event of the emergency lamp indicator blinking, it was confirmed this occurred due to a failure of the emergency light. This emergency light failure also caused e207 to be displayed. The component failure likely occurred due to the effects of heat, humidity, and life span. Olympus will continue to monitor field performance for this device.